Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels and dehydration. The customer's blood glucose levels initially read high, then went down to 470 mg/dl. The customer had experienced high blood glucose levels for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test. Unable to conduct the high pressure test due to the prime test failure. Advised the customer that the insulin pump would be replaced. Nothing further was reported.